Manufacturer narrative:
(B)(4). Customer complaint notes, stated a pump error alarm. Insulin pump passed the displacement test and a pump error alarm test. No unexpected pump error alarm anomalies noted. Insulin pump history download using thds was successful. However, a pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked case at the display window corners, cracked window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.